Manufacturer narrative:
Results: one 5ml assembled syringe was received by bd canaan and was reported to be from either batch #7030796, 7001790 or 7001784 (p/n (B)(4)). It was visually evaluated. Black fm was observed on the barrel collar and was identified as ink splatter, which is considered to be a cosmetic defect. The fm is level 2 in size ¿ acceptable condition at bd canaan. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7030796, 7001790, 7001784. Conclusion: based on the investigation results to date, the source of fm could not be determined at this time, however CAPA is open to investigate fm on this packaging machine. CAPA # (B)(4) exists to investigate fm on this machine.

Manufacturer narrative:
Multiple lot numbers. Lot # 7030796 manufacture date 03-10-2017 expiration date 01-31-2022; lot # 7001790 manufacture date 02-07-2017 expiration date 12-31-2021; lot # 7001784 manufacture date 01-13-2017 expiration date 12-31-2021. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was black specks embedded in the syringe threads of a 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. No medical interventions.